Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this pacemaker had a lead safety switch occur. The right ventricular (rv) pacing impedance measurements were greater than 2500 ohms. It was tested in both unipolar and bipolar configurations with isometrics and no noise was observed. It was noted the impedance measurements appeared to slowly increase over the past several months, and threshold and sensing measurements were within normal limits. The physician programmed a split configuration at unipolar sensing and bipolar pacing and decided to continue monitoring the issue. No adverse patient effects were reported. This lead was capped.